Event description:
The pt reported she is receiving stimulation but if she bumps the ipg on something she receives a jolt or pain. Follow up info revealed the ipg is at an angle outward which is believed to have caused the discomfort. There is no skin irritation or breakdown. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.